Manufacturer narrative:
Additional information: updated with lot number. Analysis on the returned computer resulted in no failure found when analyzed. Analysis states that the computer boots normally and no unresponsiveness was observed when transferring exams. Other relevant device(s) are: serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device unique identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the system would not proceed to the application launch screen. The computer was replaced and the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: 9734477. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when loading the exams on the navigation system, the system became unresponsive. The site rebooted the system and it became unresponsive again. There was no patient present when this issue was identified.